Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had insulation breaches. Additionally, the ra lead exhibited noise oversensing and the rv lead displayed noise. The ra lead was successfully repaired during procedure on 24 feb 2025. The rv lead was explanted and successfully replaced. The patient was stable.

Event description:
Product reference number: 2017865-2025-17526. It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had insulation breaches. Additionally, the ra lead exhibited noise. The ra lead was successfully repaired during procedure on (B)(6) 2025. The rv lead was explanted and successfully replaced. The patient was stable.